Manufacturer narrative:
It was determined that the product number of the device has corrected, and therefore this event has been covered in MDR 3011050570-2025-01344-00.

Event description:
This event is being addressed in emdr 3011050570-2025-01344-00.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse-se lithotripsy system indicator turned red and kept blinking even after restarting. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.